Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported issue was that the device had error code 242.4030, which was not identified during the customer call. The tech support recommended replacing the air in line sensor because the unit is detecting a motor encoder and the customer still gets the error, then it could be a motor control board as well. Tech support also gives the part numbers for both and transfers them to coms for pricing. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the 8100 had error code 242.4030. There was no patient involvement.